Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event of kinked cannula. The symptoms were noticed 3 or more hours after insertion. The site was upper buttocks and was rotated regularly. The patient was alerted by alarm 2 and this occlusion led to high blood glucose level for which the patient took a correction bolus via pump. Patient also had moderate ketones. Patient changed soft cannula infusion set only and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.